Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Submitting this report was attempted on (B)(6) 2015, but the esg system was down at that time.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report a (B)(6) year old male patient had a skin irritation. The patient had a red bump, and it was not an open wound. The patient was instructed on making sure the electrodes were clean and dry and that the garment should be laundered frequently. Follow-up indicated that the patient was prescribed an antihistamine and the rash was clearing up.